Manufacturer narrative:
(B)(4). The device was serviced at the customer site by a field service technician. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Review of the alarm log and functional testing identified the f-94 alarm. The device was battery tested and was found to not meet specifications. The cause was determined to be a damaged main battery. To address this issue, the main battery was replaced and configuration settings were set. The device was restored to a good working condition and returned to the customer. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flogard infusion pump experienced an f-94 alarm. There was no patient involvement. No additional information is available.